Event description:
It was reported that the implantable neurostimulator (ins) had been relocated because it was not implanted deep enough. Additional information received reported that the revision did occur on (B)(6) and the battery was moved. It was stated that the patient seemed to be doing better. It was noted that the manufacturer¿s representative would update upon receipt of additional information about this event. Additional information received reported that the manufacturer¿s representative found out about the surgery the day before it happened. It was stated that no additional information was available about ¿any follow up or anything.¿

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).